Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received no delivery alarm. The customer¿s blood glucose level was 472 mg/dl at the time incident and in the morning blood glucose level was 278 mg/dl. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The customer performed fixed prime and the insulin did not exit. The customer reported that the no delivery alarm did not occur during manual prime. The insulin pump will not be returned for analysis.